Event description:
During a follow-up in clinic, there was an increased capture threshold on the right ventricular (rv) and left ventricular (lv) leads. The loss of capture on the lv lead resulted in the progression of heart failure symptoms. Both leads and the associated non-abbott device were explanted. A new rv lead was implanted and a new lv lead was unable to be implanted. The patient was stable following the procedure. Related manufacturer report number: 2017865-2018-00053.

Manufacturer narrative:
As received, a partial lead was returned in two pieces. X-ray examination and electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the partial lead found no anomalies with the exception of procedural damage consistent with those occurring at the time of explant. The reported event of inadequate capture threshold was not confirmed.